Event description:
The patient reportedly experienced no lock between the external equipment and the implant. The patient was seen at center for device eval. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. C1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
It is believed that the failure of this implantable cochlear stimulator was caused by a loss of hermetic seal. Based on an assessment of the residual gas analysis data, it is believed that this device was non-hermetic, and the excessive moisture inside this device caused the corrosion of the resistive film material and the shift in resistance value of a resistor. This ultimately caused this device to cease functioning. This older device configuration is not currently manufactured. Advanced bionics will continue to monitor for failures of this type. If manufacturing resumes at a future date, advance bionics will determine if any additional actions are required. This is the final report.